Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 384 mg/dl. The customer states there insulin pump is not working correctly. The buttons are working intermittently and have been experiencing high blood glucose with bolus. Troubleshooting was not performed, because the customer declined. The device will be returned for analysis.